Event description:
It was reported that during an angioplasty treatment procedure, difficulty was encountered inflating the angioplasty balloon. The physician was able to maneuver the maverick2 monorail 12mm x 2.5mm angioplasty balloon to the stenosis. The physician tried to inflate the balloon with a breeze manometer without success. The balloon was removed from the pt without incident and replaced with another balloon. The procedure was completed successfully. No pt complications have been reported.